Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that patient (54yo, male) was implanted with a pdc vivo device at level c6-7 in (B)(6) 2025. At 3 months postop it was found that the implant had migrated. A review of the DHR found no anomalies associated with the complaint. Complaint trending found rate of complaints to be within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The device remains implanted within the patient, therefore no device evaluation could be completed at this time. Imaging was received that showed the migrated implant. There were no anomalies identified during the complaint investigation. A reason for the implant migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (54yo, male) was implanted with a pdc vivo device at level c6-7 in (B)(6) 2025. At 3 months postop it was found that the implant had migrated.